Event description:
Customer's fiance reported that customer was hospitalized with dka. Customer was instructed to change set and inject as per md. Troubleshooting performed and pump appeared to be operating as designed.